Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to bleeding. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. The proximal portion of a trunk-ipsilateral leg component (rlt281412j/16124202) was deployed without issue. While an attempt was made to cannulate into the contralateral gate, blood leakage from the c3 handle was revealed. The physician continued the procedure and implanted the trunk-ipsilateral leg component in hurry. A contralateral leg component was then successfully implanted. Intra-procedure transfusion was not given, and the patient tolerated the procedure without any hemodynamic impairment.

Manufacturer narrative:
Device available for evaluation. (B)(4). Results of engineering evaluation: the delivery catheter reported on this event was returned and en engineering evaluation was performed. Engineering observed a kink in the catheter approximately 0.5cm from the distal end of the leading olive. Engineering removed the spine covers and the spine was examined. No abnormalities or channels were observed in the nose cone. The septum appeared to be intact with no obvious damage. Engineering injected colored water through the septum into the manifold area, and leaking was observed at the leading end of the manifold cover. The leak originated from the seam line between the spine assembly and the manifold cover. The cover has a sealing gasket around the inside, and is further sealed with the addition of glue. A leak on the seam line is consistent with incomplete sealing around the manifold area. The likely device failure mode for the observed leakage during this event was an incomplete seal, however it was not possible to determine if a problem with the gasket or if incomplete glue was the cause.